Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl due to an overcorrection as a result of needing adjustments to correction factor and personal profile settings. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult with healthcare provider regarding settings adjustment.